Manufacturer narrative:
A getinge field service engineer (fse) evaluated and found it was maintenance error code 3, the shuttle offset would not maintain setting. Fse replaced solenoid driver pcb. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a maintenance error code 3. The fat performed a visual inspection and found the part to be in good condition. No issues found during testing. Fat could not verify the reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily check, the cs300 intra-aortic balloon pump (iabp) unit had an error 3. It was reported that there was no injury or harm.